Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet bionic pancreas and used a meal announcement as a correction instead of for food intake, with continuous glucose readings peaking at 374 mg/dl and later declining, and the infusion set was teflon on the thigh with libre 3 cgm. Symptoms included insufficient information to characterize specific clinical manifestations. Outcomes included insufficient information to characterize the impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect method, and potential contribution from user interface interactions. The agent educated the user that using a meal announcement without eating could cause severe hypoglycemia and disrupt system performance. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.